Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not responding anymore after replacing the battery. Customer's blood glucose level was 134 mg/dl. Customer reported that the display was blank. The display did not returned after restart. The insulin pump was not exposed with moisture. The insulin pump will not be returned for analysis.